Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced sclerotic peritonitis. The cause was not reported. The patient was hospitalized for the event and was treated with tamoxifen and an unspecified cortisone . The patient was discharged 19 days after hospitalization. Patient outcome was not reported. It was reported apd therapy was discontinued, however, the patient's pd catheter was not removed and it was used for flushing every other day. No additional information is available.